Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 24 mg/dl and 109 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
It was reported that insulin leaked from the reservoir. Nothing further was reported.

Manufacturer narrative:
This is a final report. The customer returned meter (B)(4). The meter has been tested with returned strip lot 1011944. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the readings reported were found in the internal memory log of the meter and were taken in 10 minutes.